Event description:
This spontaneous report of a non-serious, unlabeled event (injection site discoloration) is being submitted as a 10-day report. A physician reported that a female pt received injections of restylane injectable gel (injectable dermal filler) under the eyes in 2007. The pt had no significant medical history. The pt was not taking concomitant medications. On the same day, the pt developed hyperpigmentation (injection site discoloration) and puffiness (injection site swelling). As of approx two months later, the event was ongoing. The restylane lot number and expiration date were not reported.